Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The video processor (vp) board was returned for failure analysis but the reported failure could not be reproduced; however, the error/fault was confirmed via error logs/system logs. Failure analysis was not able to replicate the reported failure by using testing equipment. The vp was inserted into the test equipment to check for failures and ran power cycles 10 times over 15 hours with no failure found. Failure analysis reviewed the customer error log at the site and confirmed a few errors 95, 833, and 866 occurred within the last 60 days and are related to the video camera interface (vci2) board.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Troubleshooting findings pointed to the video processor (vp) board. The vp board was ordered for replacement. At this time, the additional fse investigation has not been completed. Verification of the event details and log files was performed by the fse as part of the isi tse investigation. No image or procedure video was provided. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a vision cart overheating advisory was displayed and the system eventually had a non-recoverable error 95 and shut down. The system was restarted multiple times; however, the error persisted. The surgeon made the decision to convert the procedure to laparoscopy and was completed with no reported injury. Follow-up has been attempted to request additional complaint information. However, no further details have been received as of the date of this report.